Event description:
It was reported that a 3000 ml dual-chamber eva (ethyl vinyl acetate) bag leaked from an unspecified location. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Upon further review, baxter is not the manufacturer of this product and does not have reporting responsibility for this product. If needed, the manufacturer will submit any required regulatory submissions for this event to the FDA.